Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient with worsening yellow purulent drainage at drive-line site that started 1 week ago followed by abdominal pain five days ago. The patient reports decrease in appetite, chills, and episodes with temp of 101.5. At the site, patient lacked evidence of infection and will not be given antibiotics. There was no evidence of active infection, high active antiretroviral therapy will be continued, noted no cough during exam, no wound culture growth, no growth blood cultures, no drainage at driveline site, no fevers during hospitalization, and no collections on CT. Msh ed from new jewish home with worsening yellow purulent drainage at drive-line site that started 1 week ago followed by abd pain x 5 days ago. On examination ed : temp 36.2. Wbc: 5.6. Hr:77. Rr:14.